Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
Following device replacement due to normal battery depletion, low defibrillation impedance was observed on the right ventricular (rv) lead. It was reported that externalized conductors were observed on the rv lead. No intervention was performed on the rv lead; the patient was stable and will continue to be monitored.